Manufacturer narrative:
A depuy (B)(4) research material scientist examined the instrument and confirmed the fracture occurred at the end of the thread area. Ductile dimples and mixed features of ductile dimples and cleavage on the fractured surface indicated that the hammer pad was fractured due to overload. Fracture of the hammer pad due to overload indicated that a force was applied exceeding the ultimate strength of the material. No material defects were apparent. A rockwell hardness test was conducted and found the hardness within specification required by the engineering drawing. Review of the inspection records found no manufacturing deviations or rejections. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Hammer pad broke off in nail during removal. Surgeon attempted to remove the nail, but was unsuccessful, so he decided to leave it in, along with the piece of hammer pad.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.